Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The extension set was attached to a bd primary set and an infusion was performed at a rate of 580 ml/hr for 30 minutes. No fluid blockage was observed. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. The customer complaint would not be verified and a definitive root cause is unknown. It is possible that the filter was working as intended by preventing larger globules from passing the filter. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported, filter clog on a medication today. Additional information: no patient harm/injury happened. Patient's treatment infusion time was extended due to filter having to be changed out mid treatment. Nursing's time on patient was extended which backed the rn up on her other patients. Chair time was extended in the unit due to the extended infusion time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.